Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's blood glucose (bg) elevated to 581 mg/dl; cause was unknown. Customer's bg was addressed with a bolus via pump.